Event description:
It was reported that approximately three years after implant the patient developed an infection. The patient was admitted with fever, fatigue, and chills. Blood cultures were positive for staphylococcus aureus and transesophageal echocardiogram (tee) revealed vegetation on the right atrial lead. The patient received intravenous (IV) antibiotics and the implantable cardiac defibrillator (ICD) and leads were explanted. The patient is enrolled in the post-mi remodeling prevention therapy (prompt) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).